Event description:
It was reported that the patient experienced skin irritation at the infusion site (abdomen) while wearing the pod between 37 and 48 hours. The patient noted that the site was sore and when the pod was removed the site had a lump. The patient contacted their doctor and got an appointment. At the appointment the patient received a prescription for flucloxacillin, 500mg capsules 4 times a day for 7 days. The patient also had their blood glucose levels read high (>27.8 mmol/l, >500 mg/dl) on their controller. As treatment for high bgs, the patient placed a new pod. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.